Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a cranial resection, the reference frame would not recognize due to damage to the unit. A second reference frame was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that the part was functioning normally during inspection. If information is provided in the future, a supplemental report will be issued.